Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, probable causes of the broken cutting wire include: the cutting wire where the wire coating was torn came into contact with the distal end of the endoscope when the forceps elevator was raised. Under circumstances described above 1, an electric conduction was activated. This caused the cutting wire to become hot instantly at the contact point. As a result, the cutting wire broke. Additionally, it¿s likely the torn coating of the cutting wire was due to the slider that was slightly pushed causing the cutting wire to deflect. The coated portion of the cutting wire likely rubbed due to the effect of contacting a metal area of the endoscope. However, a final root cause of these events was unable to be identified. The following is included in the instructions for use: ¿since the cutting wire is very thin, it may break off in the following cases: the distance between the papilla of vater and the cutting wire is very short, the output is too high or activated while the cutting wire touches metal parts of the endoscope, or the cutting wire is tightened too strong. When the cutting wire breaks off, its proximal end will be retracted toward the endoscope if the slider is pulled. If the slider is pushed, the cutting wire will be pushed out toward the papilla or move sideways. If the cutting wire breaks off, stop the output immediately and pull the slider completely to retract the broken cutting wire into the tube. Then withdraw the sphincterotome from the papilla. Otherwise, patient injury, such as perforations, bleeding, or lacerations within the biliary duct, and/or damage of the endoscope could result. When inserting the instrument into the endoscope, be sure that the cutting wire is parallel to the tube. Otherwise, the metal part of the forceps elevator may contact the cutting wire and peel off the coating material. Do not activate output while tissue is in contact with the torn or damaged coated portion of the distal end. If output is activated while tissue is contacting the torn or damaged coated portion due to insertion into or withdrawal from an endoscope, leakage current, decreased output, and/or thermal injury could result. If you feel the cutting is blunt, withdraw the device from the scope to examine if there is any peel off and tear at the coating portion. Do not use excessive force to bend the distal end of the sphincterotome. This could damage the cutting wire. Do not insert the instrument into the endoscope when the cutting wire is tightened. Doing so may extend the distal end of the insertion portion from the endoscope tip abruptly. This could cause patient injury, such as perforations, bleeding, or mucous membrane damage. It could also damage the endoscope and/or instrument. When inserting the instrument into the endoscope, hold the slider firmly. Otherwise, the distal end of the insertion portion may bend and could extend from the distal end of the endoscope abruptly. This could cause patient injury, such as perforations, bleeding, or mucous membrane damage. It could also damage the endoscope or instrument. Do not force the instrument if resistance to insertion is encountered. Reduce the angulation or lower the forceps elevator of the endoscope until the instrument passes smoothly. The use of excessive force could cause patient injury, such as perforations, bleeding, or mucous membrane damage. It could also damage the endoscope and/or instrument. Do not advance or extend the instrument abruptly. This could cause patient injury, such as perforations, bleeding, or mucous membrane damage. It could also damage the endoscope and/or instrument. When inserting the instrument into the endoscope, hold it close to the biopsy valve and keep it as straight as possible relative to the biopsy valve. Otherwise, the instrument could be damaged. Insert the instrument slowly. Abrupt insertion could damage the endoscope and/or instrument.¿. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that during pre-use inspection, the knife wire tip of the single use 3-lumen sphincterotome v was found to be twisted when taken out of the packaging. The customer proceeded with use of the device, and the knife wire broke; electricity had been applied and the customer was unsure exactly when the break occurred. The issue occurred prior to the therapeutic procedure (endoscopic retrograde cholangiopancreatography, endoscopic sphincterotomy); the procedure was completed with a similar device. There was no patient impact or harm associated with the event.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation of the broken knife wire was confirmed; since this device component was broken, the direction of the knife wire could not be confirmed. When evaluating the break, the wire sheath was torn, and the break was charred and melted. There was no abnormality when the outer diameter of the knife wire was measured, and it was confirmed that there were no problems with the length of the knife wire and wire sheathing, and there were no defects in the actual product. In addition, no abnormalities were confirmed in the actual product. Additionally, the legal manufacturer¿s investigation assessed that the reported procedural delay associated with the final universal code determination has already been assumed and analyzed by risk management. Therefore, further risk analysis was not necessary. Olympus will continue to monitor field performance for this device.